Manufacturer narrative:
The device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was attempted. A watchman ® access system and a 21mm watchman ® laa closure device & delivery system were positioned in the laa. The closure device was deployed, but fully recaptured and removed due to anatomical reasons of the patient. The procedure was aborted and no device was implanted. After the procedure, the patient was stable. The day after the procedure, while still in the hospital, the patient died of an unknown cause.